Event description:
The customer reported having high blood glucose all day. The customer checked her glucose level several times, and it was still high. Then she gave herself a manual injection, but her glucose level kept high. The customer was experiencing chills, tired, has been sleeping all day, and had sore throat. The blood glucose reading at time of call was 541mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Offered the customer to call the paramedics, but the customer declined. Advised the customer to call us back if she does go to the emergency room. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.